Event description:
As reported by the user facility through medwatch: "IV was started on patient without incident. However, when withdrawing the needle from catheter, the needle did not slide easily out. Upon inspection of the needle, the protective "cover" was not engaged. This renders the needle hazardous to the staff member and is not working the way it was designed. The patient's IV worked flawlessly and no staff were injured with the unprotected needle." Medwatch # (B)(4). Please refer MFR report #: 9610825-2012-00233.